Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus and will not let us recover it. A field service engineer (fse) found system presented as off. Troubleshooting was performed to identify the drawer causing the station to go down, and it was determined that drawer 5.1 half height card had failed. The station was powered off, the card was removed and replaced, and all wires were reseated. The station was then rebooted and tested, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine had no power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.